Event description:
On (B)(6) 2011, at (B)(6), during a procedure using a hl20 unit, the customer reported that the level sensor did not function. The sensor would shut the pump down even when the liquid was above the level of the sensor, and they had to use the hl20 for 3.5 hours without the sensor. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The serial number of the hl20 unit was not provided in the investigation, so the manufacture date could not be determined. The service technician reported that an examination of the pump in question showed that the level sensor was dirty and did not have a good connection. The hospital tested and re-verified all the pump level sensors. No device was returned to the manufacturer and no repairs were performed. (B)(4).